Event description:
The technician alleged the bed is not communicating with the nurse call system and it will not place a nurse call. No patient impact.

Manufacturer narrative:
The technician found a pin broken inside the communication cable. The technician replaced the communication cable to resolve the issue.